Event description:
A ligasure atlas was used a couple of times then physician found that the grasping jaws would not align when grasping down on tissue causing the cauterizing/cutting function to not work effectively. A second device was used to complete procedure.there was no patient injury. The device is single use. Staff indicate maybe 5 minutes, only fired unit a couple of times before the misalignment appeared.